Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10983. Concomitant medical products: g7 neutral e1 liner 36 mm f catalog#: 010000858 lot#: 6019970. Unknown stem; unknown competitor's head. Reported event was confirmed through review x-ray. Third party review of the x-ray notes "causes for revision include apparent displacement of acetabular cup trabecular metal augment and dislocation of the femoral component. Acetabular cup lateral angle of inclination appears excessive. Excessive acetabular cup lateral angle of inclination is a risk factor for hip dislocation." Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. It cannot be confirmed whether this incompatibility contributed to the dislocation and a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left total hip revision approximately 2 weeks post primary surgery, due to dislocation. During the revision liner femoral head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.